Event description:
Reporter stated she had "a lot" of the er1 messages ocurring when meter is first turned on, never after blood glucose test. Reporter stated she was then able to retest successfully.